Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulties tracking patient and instrument trackers. The emitter and axiem box were showing as connected. When plugging in instrument trackers it was giving a "poor signal" message and the metal interference was sitting between 5-7 when no metal was nearby. When plugging in the non-invasive patient tracker it was saying the instrument was unrecognized. The site ended up swapping to a different navigation system to continue surgery. The representative found that they were able to track when held 4-5 inches in front of the emitter, but when moving further away or side to side the metal interference would increase too much. The installed software and system had ent tools 5.0. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: field generator 9731203 em mobile h3) onsite functional and visual examination was performed by a manufacturer representative. The probable cause was likely due to the emitter malfunctioning and the system needing a software update. The component had not been replaced at the time of the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to b5. Additional annex f code added to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no impact on patient outcome. The facility switched navigation systems to complete the case as scheduled.

Manufacturer narrative:
Section a updated. H3, h6: the system was serviced in the field and the emitter was replaced. C08 is applicable. Previously reported codes b01 and d02 are applicable. Product: 9731203, lot number: 0400006967 was received by the manufacturer for analysis. The returned field generator was bench tested and was found to function, as intended. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.